Manufacturer narrative:
This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). Two (2) samples were received for evaluation. When the samples were visually inspected a hair was observed welded between the port and the bag in each of the two (2) samples. It was determined that this was the result of operator error during the manufacturing process, and an oversight during the final control phase. The production department has been informed in order to prevent future occurrences of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: event 2: hair found in the port of the bag.